Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two samples were received they came wrapped in a piece of paper. One has 45ml of a solution with a tip cap; the other one is empty. Both were visually inspected first with naked eye and after with a microscope; no foreign matter was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: no defects or damages were observed. Lot# is unknown. A complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: root cause could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes were found with floating foreign matter in them before use, with a"film" in the back of the plunger, and a small piece of "plastic" in the barrel. The following information was provided by the initial reporter: "we are having issues with our bd leur lock syringes. Several in the last two weeks (maybe more) have been found to have 'things' floating. They have been discovered in the pharmacy, a few were discarded without reporting, but they finally notified me last week. Last week it appeared to be a small piece of¿maybe plastic, this was a 20ml. I have three that I am currently looking at, one has a plunger that has particles of something that has migrated into the barrel of the syringe this is a 10ml, one has a film on the black part of the plunger, this is a 60ml, and one more 60ml that appears to be another small piece of plastic."